Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles and glare/haloes. In a separate visit the lens was exchanged for a shorter length lens. It was also reported that anterior chamber irrigation/evacuation of visco/fluids was performed. The problem resolved. Cause of the event was reports as unknown.